Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection observed that the moisture detection sticker was activate. Due to the condition of the device, functional testing could not be performed and a data log could not be retrieved. The customer complaint was not confirmed due to moisture damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. It was reported that a pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.